Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported a patient on impella cp support showed bleeding on a computed tomography scan of the abdomen. There was also bleeding and clots in the lungs so anticoagulation was held. Daily bronchoscopies were done to clear the clots. The pump was escalated from an impella cp to an impella 5.5.

Manufacturer narrative:
H.6 code f19 was reported in error on the initial report that was submitted. A new code was added.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the major bleed, the cause was not determined since product was not returned and insufficient clinical details provided. Thrombosis, in order to make a cause determination, all of the clinical details would have to be provided. The cause of the thrombosis was unable to be determined as well due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
Additional information was received in the form of medical safety review and noted the following: medical safety reviewed the event and noted there is not enough information to exclude impella 5.5 pump 3 as an associated factor in the patient's outcome. Impella cp pump 1 and impella 5.5 pump 2 events are serious injury. Related medical device reports. This impella cp device report is one of three devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5 pump 2 and impella 5.5 pump 3, which is associated with the demise outcome.